Manufacturer narrative:
Presently arranging an inspection of the fire scene and device. A follow up report will be submitted after the evaluation has been completed.

Event description:
Patient was using the concentrator during sleep and claims he woke up and heard hissing sounds coming from the concentrator. He looked and saw flames coming up the hose from out of the machine. The fire department was called and they extinguished the fire.